Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to a corroded keypad trace. The pump also had a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that customer received a button error alarm during bolus delivery. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 125 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.